Event description:
It was reported that the catheter was cut "couple months ago' in a surgery that was not related to the infusion system. No patient events occurred due to the catheter being cut. As of the date of this report it was indicated that the entire catheter was replaced. The drug delivered via the system was fentanyl. Patient outcome was noted as "doing well." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk.